Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is having pressure trigger related issue. Heart rate not reading properly with pressure right leg disconnect. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit was exercised on a patient simulator and trainer. All ECG and bp tests passed. The ECG leads and bp transducer adaptor cable functioned properly. The unit passed all calibration, functional, and safety tests per factory specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).